Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level and customer collapsed on the hallway because of low blood glucose. Customer then woke up with high blood glucose level and the blood glucose level was over 600 mg/dl. Customer reported their current blood glucose level was 172 mg/dl. Customer refused to troubleshoot for high blood glucose level. It was unknown if customer was using auto mode at the time of incidence. Customer did not called to her doctor. The insulin pump will not be returned for analysis.